Manufacturer narrative:
The customer contacted a siemens customer care center. The operator was splashed with the contents of cuvette while emptying the film waste canister due to cuvettes not being sealed properly. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the mounting plate, seal head and hardware screws. The cse performed adjustments and created fifty cuvettes without ant issue. A siemens headquarters support center specialist reviewed the event data and service report and determined that the operator was splashed with the contents of cuvette due to failure of top seal. The top seal failure left the waste in the cuvette to become unsealed, which can be spilled from the top of the reagent. Additionally, dimension exl 200 operator's guide provides warning, "the cuvettes and the contents of the cuvettes may present a biohazard or chemical hazard. Follow standard laboratory procedures for protection from biohazards and chemicals when performing maintenance and troubleshooting procedures". The operator was not wearing protective glasses. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The customer reported that the operator of a dimension exl 200 instrument was splashed in their right eye with the contents of cuvette while emptying the film waste canister. The operator was not wearing protective glasses. The operator went to an emergency room and had their eye flushed and blood drawn. There are no reports of medical intervention or adverse health consequence due to the operator being splashed in their eye with the contents of cuvette.